Event description:
Device being utilized by physician: when opening instrument to remove from patient, the cartridge of staples remained in patient, adhering to tissue. Physician had to open patient (abdominal hysterectomy) to dislodge cartridge from tissuedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: design. Conclusion: intermittent failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided, inserviced by manufacturer/distributor representative, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.